Event description:
Medtronic received information that during use of a dlp pediatric one-piece arterial cannula, it was reported that the cannula sheath was broken. The reinforcing wire was visible. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information from the customer stating that there was no leak at the cannula body. The customer stated that the issue happened when the cannula was drawn out. Information on whether the cannula was heated or cooled prior to use was not available, but the customer stated that this is not normally their practice. The customer stated that the cause of the damage was unknown. Medtronic received additional information that the cannula was damaged in the front part of the cannula body. The cannula body was broken when the cannula was taken out of the aorta. Before introducing it, there was no damage seen. The performance and flow during the procedure were as expected. The customer could not confirm if the cannula was sutured.

Manufacturer narrative:
Device evaluation summary: visual inspection showed evidence of damage to the outer sheath at the tip of the device. The reason for return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional info h6: updated the fdc/ annex d code medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.